Event description:
It was reported that during a shoulder arthroscopy procedure using the quantum 2 controller, the unit made an unusual high pitch sound upon connecting the foot pedal. After 3 minutes of activation the unit made the same high pitch sound and then lost all power. The procedure was ultimately completed using a competitor's device. There was no significant delay or patient complications reported as a result of the event.